Event description:
The customer was hospitalized for low bgs. The customer has high stress. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. Suggested the customer to call their doctor to discuss possible causes of low bg.